Manufacturer narrative:
Additional information was received: the physician felt resistance when the delivery system was in the external iliac artery.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in ts 39110, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr esheath is 5.5 mm. The patient¿s access vessel mld was reported to measure 5.0mm with moderate calcification and moderate tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements) likely contributed to the femoral artery dissection. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences (B)(4) affiliate, during a transfemoral tavr procedure, an iliac artery rupture was found at the bifurcation of the external and internal iliac arteries upon closure of the access site. The area was repaired with a stent graft. Percutaneous access was obtained in the right femoral artery. Upon insertion of the 14fr esheath and the commander delivery system, resistance was encountered. A 23 mm sapien 3 valve was successfully implanted. Resistance was encountered again upon removal of the delivery system. An 8fr occlusion balloon was inserted from the contralateral side, and the esheath was pulled to where the tip was at the level of the distal external iliac artery (eia) and digital subtraction angiography (dsa) was performed. At this point, dsa showed no abnormal findings. The patient¿s vital signs were stable. It was decided to complete the procedure and all devices were removed. Upon closure of the access site, a decrease of blood pressure was observed. Dsa was performed again and a slight contrast leak was revealed. Vessel rupture was suspected and an occlusion balloon was inserted from the contralateral side again. Rupture was found at the bifurcation of the external and internal iliac arteries. The esheath was replaced with a non-edwards sheath and a stent graft was placed. The procedure was completed. The patient¿s vital signs were stable. It was reported that the tip of the esheath had already been at the eia distal level when initial dsa was performed and no manipulation such that the device was contacted the iliac bifurcation was performed afterward. The physician stated that it was not sure why rupture occurred after removal of the esheath even though no abnormal findings were revealed by initial dsa. The findings of the rupture might have been hidden by the accordion-like artery at initial dsa. The patient¿s access vessel minimum luminal diameter (mld) measured 5.0 mm in the common iliac artery with half of the vessel circumference calcified. The femoral artery measured 5.5 mm with moderate calcification and moderate tortuosity. The eia measured 6.0 mm with mild calcification and moderate tortuosity.